Event description:
On several occasions, the suture torn while pulling on it which resulted in opening more fast-fixes to repair the tear.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4).